Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) and ketone level were high and the cause was not known. In an attempt to lower the bg level, the customer rested, the pump supplies were changed and boluses were delivered. The customer was hospitalized and was treated with an intravenous saline/insulin drip. The customer was discharged the next day with the high bg and ketones resolved. A pump system check was performed and no device issues were identified. The customer was satisfied and had no further questions.